Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the clinic with high bipolar lead impedance. X-ray was performed with no obvious problems and the lead was reprogrammed unipolar and remained in use. Eighteen months later the patient presented to the clinic experiencing general fatigue and shortness of breath on exertion. Unipolar lead impedance was high and x-ray indicated a lead fracture. The device was reprogrammed to vvir as the physician did not feel lead replacement was appropriate due to the patient's clinical status and age. No further patient complications have been reported as a result of this event.